Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and pump error. The customer¿s blood glucose level was 164 mg/dl. The customer reported that they received a critical pump error image. It was reported that they had pump errors. The customer reported that they had was delivery stopped. Customer was able to rewind the pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) due to moisture damage electronics. Unable to performed download due to moisture damage. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Device received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to verify pump error 35 alarm due to download difficulties. Device received with cracked retainer. .